Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient experienced a hemorrhagic stroke 2 months prior to (B)(6) 2017 while on warfarin. The patient presented with a history of transient expressive aphasia and right greater than left arm weakness/numbness. The patient¿s symptoms had resolved with residual stuttering, bilateral tremor, and subjective decreased right sided sensation. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported hemorrhagic stroke could not be conclusively determined. The patient remains ongoing on left ventricular assist system (lvas) support with no further related events having been reported. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.